Manufacturer narrative:
A ge rep evaluated the system and replaced the vertical up and down buttons. System operates as intended.

Event description:
Customer reported the vertical movement down button is broken. No pt injury was reported.